Event description:
The seven (7) most distal screws implanted for a right wrist osteotomy broke postoperatively. A f/u x-ray showed screw breakage at the plate/screw junction. A total of ten screws were implanted. Plate and screws were removed. A portion of each of the seven broken screws remain in the pt. Pt was revised to plate, screws and bone graft. This is six of six reports for this event.

Manufacturer narrative:
Add'l info has been requested. Manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion can be drawn. No device was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number.